Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the dexcom cgm app shut-off unexpectedly. No additional event or patient information is available. Data investigation could not confirm an unexpected cgm app shut-off. The root cause could not be determined post investigation as the allegation was not found.